Manufacturer narrative:
Physical device was not received for analysis. In the case description, the user mentioned having low blood glucose values while using the system and receiving messages showing "automated delivery restriction", "no active pod", and "automated mode not available". The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found that pod auto-off alarms were generated on 02may2026 and 03may2026, resulting in pod deactivations and no active pod messages after 15 minutes of the controller being on with no pod paired and active. An automated delivery restriction alert was generated at 16:59 on 03may2026 due to the automated algorithm delivering the max microbolus amount for an extended period in response to high estimated glucose values. Review of the patient history buffer (phb) audit logs found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The log files showed that the mode state was changed from automated mode to manual mode at 17:14 on 03may2026 after acknowledgement of the automated delivery restriction alert. The system was used in manual mode through pod deactivation at 08:19 on 04may2026. While in manual mode, the system correctly delivered the user's manual basal program of 3 u per hour for 24 hours regardless of the estimated glucose values received. While in manual mode leading up to pod deactivation, the estimated glucose values decreased to urgent low (less than 40 mg/dl). The log files showed that the system correctly generated urgent low glucose alerts when estimated glucose values of 55 mg/dl or less were received by the pod. No evidence of an inability to switch to automated mode or of an overdelivery of insulin was observed in the available log files. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 55 mg/dl while wearing the pod for about 24 hours, on their arm. The patient was found unconscious and emergency medical services (ems) was called. Ems treated the patient by giving them ginger ale. Once ems left, blood glucose levels decreased again so the patient¿s sister took the patient to the emergency room (ER). Details regarding treatment were not reported. The patient spent 4 hours in the ER under observation. The patient stopped using omnipod and switched to manual insulin injections. It was also reported that the patient has a learning disability and their usual caregiver was out of town, when this incident occurred.